Manufacturer narrative:
(B)(4). E7034 wallflex biliary pre-operative during (B)(6) clinical trial the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 30, 2017 that a wallflex biliary rx uncovered stent was implanted as part of the e7034 wallflex biliary pre-operative during (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed. Biliary obstructive symptoms reported jaundice. The patient¿s karnofsky score was 80. Imaging (eus and abdomino-pelvic angioscan) and tissue diagnosis using fine needle aspiration (fna) was performed. An adenocarcinoma with a tumor size of 3.5 cm was noted in the head of the pancreas and the tumor is state iia-t3 n0m0. On (B)(6) 2016, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. On (B)(6) 2017, the stent was noted to have occluded due to ingrowth. The patient underwent a biliary intervention and another wallflex biliary uncovered stent was placed within or through the initially placed stent. There were no patient complications reported due to this event.